Event description:
New information noted that the externalized conductors were noted on x-ray.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented for normal battery change procedure. Upon examining images of the right ventricular lead prior to procedure, externalized conductors were observed by the physician. There were no electrical anomalies noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.